Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The hcp reported the patient had an unidentifiable csf leak. The patient had fluid drained from both front and back pump site locations several times over a three week period. A study and rotor test both had unremarkable results. The catheter was explanted and returned to the manufacturer to investigate for possible leaks. The drug used in the pump is baclofen (dose and concentration unknown). The patient recovered without sequela.